Manufacturer narrative:
Lot 16h028 was manufactured august 18, 2016 ¿ august 20, 2016. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an infusor leaked at the filling port after the device was filled with solution. The leak was observed prior to use. There was no patient involvement. No additional information is available.